Event description:
It was reported that during use of the swan-ganz catheter, when attempting to zero before use, the catheter displayed negative pressure values. The expected value was 0 mmhg although the exact/displayed negative values were unclear. The issue was resolved by replacing the catheter and the examination was performed successfully. No allegation of displayed error message. No occlusion, leakage or kink was noted with the catheter. The displayed negative values were not affected by the patient condition as the issue was noted before catheter insertion. No data log is available. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.